Event description:
(B) (6) hospital advised that a pt monitored by a spacelabs multi-parameter unit experienced a heart rate above the high heart rate limit, but that the monitor did not immediately alarm. The pt died.

Manufacturer narrative:
The hospital reported that while working on the pt, the pt's heart rate exceeded 190 bpm. The hospital stated that the spacelabs monitor did not immediately alarm for a high limit of 150 bpm, though, they noted the device did alarm while the heart rate was decreasing. The hospital staff did not know how long the heart rate was over 150 bpm. A spacelabs field service engineer tested the device at the hospital site and confirmed that the device was operating to specification and that alarms and recordings were generated during the incident. A review of the module alarm settings showed that the tachycardia alarm was shut off, but the high rate alarm was turned on. The high rate alarm sounds after a high heart rate exists for more than six seconds. An analysis of the submitted pt strips reveals that the high rate alarm triggered twice during the incident. The strips also identify that the pt's heart rate suddenly increased over 180 bpm (in less than six seconds), then decreased below 150 bpm. A high rate alarm will only sound where the heart rate exceeds 150 bpm for six seconds or more. We have concluded that our device did not contribute to the death and no further action is required. The hospital staff will be formally notified of our findings. We consider this issue closed.